Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Registered internally as a complaint (reference (B)(4)) for further investigation by manufacturer. The manufacture of the device in question is subcontracted to an approved natus supplier. Several (4) sales units from the same device lot in question were evaluated by the supplier/manufacturer. The device manufacturing records were also reviewed by the supplier. No issues associated with the product manufacturer were identified that may have contributed to the complainants claim. As also previously stated, electro-cautery equipment was in use by the complainant at the same time as the natus device in question. There are known risks associated with such device to device combinations where electrodes can intercept stray radio frequency energy and result in thermal heating. Natus safety information supplied to end users states such interactions exist and warns end users that electrode disconnection may be needed to avoid such interactions (ref natus safety reference guide, label # (B)(4)). The natus emg equipment associated with this issue was evaluated after the incident by a trained natus field service technician and found to be operating within specification. The electro-cautery equipment used was also evaluated by the complainant after the incident and also reported operating within specification.

Event description:
A customer called to inform natus neurology regarding an injury that occurred while using natus neurology electrodes in conjunction with a natus neurology emg monitoring system. The customer stated that the disposable electrodes in use during a surgical procedure were placed on the patient and when they are removed, a small circular burn mark was left on the patients skin on the right ankle. The customer also confirmed that electro-cautery equipment was in use on the patient at the same time as the electrodes (the electro-cautery equipment is not a natus neurology product). The injury site was subsequently treated with an anti-biotic ointment.